Event description:
Boston scientific received information that this patient was hospitalized after receiving a shock. This right ventricular (rv) lead displayed high pacing threshold measurements, and loss of capture. Tachy mode was programmed to monitor only (mo). It was noted there were no significant changes to impedance and amplitude measurements. When the output was maximized, patient experienced muscle stimulation. Noise was detected, which was classified as ventricular fibrillation/ventricular tachycardia. An x-ray was performed, but no anabolies observed. It was suspected this rv lead was fractured. A lead revision procedure will be performed in the near future. There were no adverse patient effects reported. Subsequently, additional information was received that a revision procedure was performed. This rv lead was tested with the pacing system analyzer (psa), which revealed lead fracture. The device and lead were replaced successfully. There were no adverse patient effects reported.

Manufacturer narrative:
It is unknown whether this rv lead will be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.